Event description:
It was reported that during a robotic prostatectomy procedure, the device had difficulty cutting and closing during the second attempt to close the device. The gen11 then displayed "regrasp tissue" followed by "replace instrument". The tissue seemed to be charred following this event. Another device was opened and used to complete the procedure. There were no adverse consequences for the patient.

Event description:
After review of this event, the file is not reportable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The device was received with the jaw bent. During functional testing, arcing (sparks) were noticed and the ptc started to become damaged from the arcing. As a result, the "reposition jaws and reactive" message was displayed on the generator indicating an open circuit. The arcing occurred from the metal to metal contact as a result of the bent top jaw touching the bottom jaw. It is possible that the damaged (bent) jaw could have been damaged due to excessive force and torsion being applied. The batch history records were reviewed with no anomalies noted during the manufacturing process.